Event description:
On (B)(6) 2010 through follow-up with the surgeon, it was learned that the device was explanted due to mitral regurgitation. The device, annuloplasty ring, was replaced with a (B)(4) mitral valve. The surgeon indicated that the explant of the ring was not a malfunction of the device.

Event description:
It was reported that the device was explanted after an implant duration of 34.73 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
The operative report was requested but will not be provided due to legal constraints. The device is also unavailable for return. Without this information, the root cause for the reported regurgitation cannot be confirmed; however, there are many factors that could result in regurgitation of the native valve. According to the surgeon, the explant of the ring was not a malfunction of the device.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter not requested. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No response has been received to our emails of 09/22/2010 and 09/29/2010 requesting additional information an product return.device not returned.